Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when returning home from vacations, the patient reconnected the subject home monitor. However, its status light remained in orange.

Event description:
Reportedly, when returning home from vacations, the patient reconnected the subject home monitor. However, its status light remained in orange.